Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture anomaly and lead dislodgement. The helix could not be advanced, so a new lead was placed.